Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.1, lab: 1.7. Time between testing: within 3 hours. Patient's therapeutic range: not provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.1, reference: 1.7, mean: 1.40, confidence limits: 1.1-1.9. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, strips were left in a hot car. Per product user guide - storage and handling instruction, "store strips at room temperature 2 degrees to 32 degrees celsius (35 degrees to 90 degrees f) until expired." Root cause of complaint could not be determined. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.